Event description:
One patient sample with discrepant troponin t results. Initial result 0.156 ng/m. Same sample repeated twice gave results of 0.017 and 0.019 ng/ml. The initial result was not reported. The field service rep determined the cause to be insufficient external sipper probe rinse due to a leaking o-ring on valve 7. The instrument was repaired.